Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Field services confirmed that the irritation is from the patients "head to toe". The patient's case manager reported that garments are soiled due to a possible drainage. There was no alleged device malfunction contributing to the irritation. The patients nurse requested that garment fit be check. Field services remeasured the patient and provided him with new garments. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.